Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6); fax: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿silicone perspiration: yes¿ and ¿deflation yes¿.

Event description:
Healthcare professional reported right side "silicone perspiration: yes, operative discovery, deflation yes, operative discovery. Right: periprosthetic shell: stage 1. No baker grade provided for the "shell". The device has been explanted.

Manufacturer narrative:
H11 - corrected data: b5 (event of "periprosthetic shell: stage 1". Is non-serious, nor reportable.)

Event description:
Healthcare professional reported right side "silicone perspiration: yes, operative discovery, deflation yes, operative discovery. Right: periprosthetic shell: stage 1. The device has been explanted.